Manufacturer narrative:
Per tandem's t:flex user guide: "only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance."

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no drops were seen during the fill tubing step. The customer's blood glucose level was 385 mg/dl and it was addressed with manual injections. During troubleshooting with tandem's technical support, the customer disconnected the infusion set tubing from the luer lock connection and drops of insulin were seen coming out of the luer lock. Reportedly, the customer used apidra insulin. The customer indicated that the tubing would be replaced.